Event description:
Acl surgery in (B)(6) 2007. The 2 bio-interference screws MFR by arthrex were used. Ar-1370tb, lot # 76391, exp date on 01/26/2011, 7 x 28mm and ar-1390tb, lot# 101602, exp date on 06/01/2008, 9 x 28mm. One of these screws was placed in the tibia to anchor the acl. It was supposed to be completely dissolved within 2 years. Four year later, in (B)(6) 2011, the screw, which hadn't dissolved, came out of the tibia, into the knee joint and caused excruciating pain. Unable to walk without a crutch. I remained in pain for months prior to surgery, and my entire leg swelled hugh with fluid build up. My leg swelled to twice its normal size and I have pictures to document this. Dr (B)(6) said I now had synovitis from the irritation caused by the screw. He stated that this condition may not go away after surgery. MRI confirmed I had a screw in the knee joint. By the time surgery was performed to remove the screw, which was several months after it came out of tibia, the screw had broken up into about 47 shards of plastic. Surgery by dr (B)(6). I took him 5.5 hours to dig pieces of plastic from my knee, which was torn up and further damaged by this screw. He was shocked, said he had never seen a screw not dissolve, let alone have one come out of the bone it was placed in dr (B)(6) office, said "this has never happened before". I spoke with (B)(6), doctor's assistant. Dr (B)(6) performed my acl surgery, who is retired now, used to work for dr (B)(6) office. We are now in (B)(6) 2014. I still have pain daily in my knee, it "gives out" as I'm walking, I walk with a limp, and I still have fluid build up in the leg from synovitis. I'll deal with this pain for the rest of my life.